Event description:
It was reported by service report that the stretcher will stop in the middle of transportation with fully charged batteries. No adverse consequences were reported.

Manufacturer narrative:
Other: drive assembly.